Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, the right ventricular (rv) lead noted high out of range impedance measurements, loss of capture and high threshold measurements. As a result, a repositioning procedure was performed. The rv lead noted out of range impedance measurements through the pacing system analyzer (psa) as well. X-ray noted the rv lead had not moved and a loose connection was not observed. Rv lead perforation was suspected, but no pericardial fluid was noted with the echocardiography. The rv lead was repositioned near the cardiac apex septum and all measurements were appropriate. A follow-up was performed and no noise was produced and all measurements continued to be appropriate. No additional adverse patient effects were reported.